Event description:
The clinician reports the implant was inserted in fdi 21. On 2019-11-13, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.